Manufacturer narrative:
The device was returned and is pending evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the needle did not deploy until they removed the pod. He stated that when it deployed, the pod cracked. The patient's blood glucose was 400mg/dl. The pink slide moved forward and the cannula was visible. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to deploy late. The needle mechanism was reset and fired properly during the investigation. Cracks were identified on the upper housing.